Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. System check was started with tandem technical support; however, customer declined to complete the check. Customer's blood glucose ranged from 300s-314 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.